Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 38 mg/dl. Reportedly, the customer believed the pump was delivering too much insulin. Customer alleged seeing fill estimate decrease from 150-140. Additionally, when customer disconnected from infusion site, the customer observed insulin coming out the end of the tubing. Review of the pump data logs verifies that the pump was delivering insulin based on the user settings. Multiple attempts were made by tandem technical support to inform customer of t:connect findings; however, the customer did not respond.